Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hard disk failure. The investigation of the log files showed that the user was not able to trigger fluoro by pressing the foot switch because the system reported a hard disk failure at the same moment. Due to the hard disk failure no radiation could be triggered; even after a system reboot. In order to eliminate the error described above, the entire pc, including the hard disk, was replaced by the local service organization. The error mentioned in the complaint did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. A system restart was attempted, however, it was unsuccessful and the error was not resolved. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.